Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed the error message 'dsp post missing at start of test thread'. The device was reported as being in clinical use at the time of the event. It was unknown at the time of the reporting if the patient was harmed or experienced an adverse patient impact.